Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device's internal battery. The device's internal battery and flow sensor were replaced to address the issue. There was an evidence of contamination.